Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the pump pushed insulin out during the load step. The reporter stated that they tried again with a new cartridge and the same thing happened. The reporter confirmed that the patient was not attached during the load step. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple losses of prime force zero and no cartridge detected alarms. The load and primed steps were completed with no loss of primes. The pump was exercised for 24 hours and 1 unit per hour basal right with no loss of prime. The resistance reading was in specifications. There was corrosion found on the pc board. The issue was confirmed in the history but was not able to reproduce during investigation. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.